Event description:
During a procedure, a screw fell out of the handpiece and antibiotics were adminstered to the patient. There was no alleged patient injury.

Manufacturer narrative:
Device not returned for evaluation.